Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic helpline reported via phone call that they hospitalized due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer was offered with troubleshooting. The insulin pump will not be returned for analysis.